Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that all of the keypad buttons were sticking and had to be pressed several times to elicit a response. The patient claimed that this issue began 6 months ago. The patient denied any damage to the pump and also denied the pump was exposed to trauma or moisture. No information regarding cleaning of the pump or wearing of the pump was provided. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up arrow, and contrast keypad buttons were intermittently unresponsive; the down arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was found to be intermittently responsive; the button cover was removed and contamination was found on the bolus contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.